Event description:
The endovascular stent graft was placed into a male pt in 2006. The pt may have marfan syndrome, but physician was not sure. The pt presented to the ER at another institution three months later. The pt had a contained rupture. The physician decided to remove the implanted endovascular graft because the proximal neck measured 32mm, and there was a concern of continual growth. Additionally, the right internal iliac had been embolized during the initial placement of the graft and the right leg landed in the external iliac. The left limb was floating on the aneurysm sac. The physician left the suprarenal stent in the pt and sewed a graft on top of it. The remainder of the endovascular graft was explanted. The physician thought the graft did not fail, but was initially placed in a pt who was not an endovascular candidate. It appears the device was used as a "bridge graft" to deal with an impending rupture. The graft was explanted. The open repair was successfully completed and the pt is doing well.

Manufacturer narrative:
Evaluation: customer returned one, tfb-32-117, stent graft and two tfle leg grafts in an opened and used condition. Investigation revealed that the returned stent grafts were manufactured to specification with no problems noted. Based on the info provided by the customer the pt did not have marfan syndrome. The customer stated that the pt was not a candidate for an aaa graft. Cook instructions for use and cook zenith physician reference manual state the following. "Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Neck exhibiting these key anatomic elements may be more conducive to graft migration." "The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made." A clinical evaluation was performed and found the difficulty to be contributed to pt anatomy.